Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the distal end. The complaint was confirmed by failure analysis. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted other urology surgical procedure, the 8mm fenestrated bipolar forceps instrument topped working during the procedure. Then, the bipolar could not worked. When the instrument was removed, it was noticed that the tip was harmed. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there was no broken cable, and no material was detached or broken off from the device. There was no broken cable, and no material was detached or broken off from the device.